Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 6.0 mm x 100 mm sterling balloon catheter was advanced into the lesion. Inflation was performed once to 10 atms. During the second inflation, the balloon ruptured at 10 atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous t superficial femoral artery (sfa). The 6.0mm x 100mm sterling balloon catheter was advanced into the lesion. Inflation was performed once to 10atms. During the second inflation, the balloon ruptured at 10atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).